Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) extension sets leaked. The issue was identified during infusion, 1-2 hours after connecting to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in march 2021. H10: the actual device was not available; however, retention samples were evaluated. The retained samples were visually inspected and no issues or damages were observed. The retained samples were gravity and under water leak tested and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.